Event description:
The manufacturer received information, through a representative of the customer, alleging respiratory tract irritation, lung disease and reduced cardiopulmonary reserve. At this time, the manufacturer is unable to confirm the allegation. Medical intervention was not specified. There was no information provided concerning an allegation of a device malfunction. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported received information, through a representative of the customer, alleging respiratory tract irritation, lung disease and reduced cardiopulmonary reserve. At this time, the manufacturer is unable to confirm the allegation. Medical intervention was not specified. There was no information provided concerning an allegation of a device malfunction. The ventilator was returned to the manufacturer for evaluation and was unable to check for particles, the blower assembly was missing. No repair performed due to the device not needed for inventory. The unit will be scrapped.